Manufacturer narrative:
The device was received for evaluation. During functional testing, pump failed the downstream pressure test for going over the allowed limit was reproduced. Performed downstream occlusion test and was failed. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a failed force sensor. The downstream sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an issue of failed downstream pressure test for going over the allowed limit. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.